Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The catalog number identified has not been cleared in the us, but is similar to the valeo balloon expandable products that are cleared in the us. The 510 k number and pro code for the valeo balloon expandable products are identified. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the balloon expandable stent allegedly dislodged from the balloon while being inserted into the introducer sheath. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: the device was returned for evaluation. The device appeared to be clean. The stent was noted to be loose on the balloon and dislodged distally. The distal end of the stent was returned hang over the distal tip of the catheter and was found to be flattened slightly. The balloon was examined under magnification and crimp marks were visible on the balloon. Therefore, based on the returned sample, the investigation is confirmed for dislodgement of the stent. The definitive root cause for the identified dislodged stent could not be determined based upon available information. It is unknown whether procedural issues involving the user's sheath contributed to the event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. The catalog number identified in section d4 has not been cleared in the us, but is similar to the valeo balloon expandable products that are cleared in the us. The 510 k number and pro code for the valeo balloon expandable products are identified in d2 and g5.

Event description:
It was reported that the balloon expandable stent allegedly dislodged from the balloon while being inserted into the introducer sheath. The stent and balloon catheter were removed from the patient and a new balloon expandable stent was used to complete the procedure. There was no reported patient injury.